Manufacturer narrative:
No device malfunction can be confirmed based on the information provided. No draeger service was involved, no log file or serial number of the affected device were available. The investigation was based on the reported event and therefore limited. The description of the event suggests a warm start of the device, which was carried out for unknown reasons. The device alarmed. Manual ventilation with a balloon was immediately initiated and no patient health consequences have been reported. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. If the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. However, manual ventilation with an alternate device may be considered necessary. The results of the investigation did not reveal any new risks that are not covered by the product risk management file. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us after requests.

Event description:
It was reported that a patient was diagnosed with an aortic dissection and had been receiving ventilator-assisted breathing via endotracheal intubation. On (B)(6) 2024, around 22:00, the ventilator suddenly shut down and restarted. Manual ventilation with a balloon was immediately initiated, lasting about 20 seconds, until the ventilator resumed mechanical ventilation. Although the patient was not harmed during the incident, it posed a significant safety hazard. The device alarmed during the event. At the present time, a stop of ventilation cannot be excluded.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Neither the unique device identifier (UDI) of the affected product nor the device serial number was provided to us. We will reiterate with the customer on this. If this attempt leads to an UDI, we will send a follow-up report.

Event description:
It was reported that a patient was diagnosed with an aortic dissection and had been receiving ventilator-assisted breathing via endotracheal intubation. On (B)(6) 2024, around 22:00, the ventilator suddenly shut down and restarted. Manual ventilation with a balloon was immediately initiated, lasting about 20 seconds, until the ventilator resumed mechanical ventilation. Although the patient was not harmed during the incident, it posed a significant safety hazard. The device alarmed during the event. At the present time, a stopp of ventilation cannot be excluded.